Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor saline breast prosthesis on the left breast, suffered spontaneous left breast implant deflation, post-procedure. The patient self diagnosed the rupture as they observed the breast become flat during a bath. As a result, the patient underwent bilateral removal and replacement on january (B)(6) 2017. The replacement devices were the following: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7378876 sn: (B)(4) and (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7378876 sn: (B)(4).